Event description:
It was reported that when using the bd pyxis¿ medflex 1000, rxvierfy not worked correctly.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not working correctly. A technical support specialist assisted with rxverify and observed in cr that the item was approved but not issued under transactions. Rxverify was temporarily disabled, which allowed the nurse to add the medication and complete the issue process. Once the medication was successfully issued, rxverify was re enabled. The system functioned as intended after the technical support specialist troubleshot the device.